Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. It was also noted that charging caused irritation to the patients skin. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a non-rechargeable ipg. The explanted ipg was not released by the medical facility.